Manufacturer narrative:
A visual inspection and tests for flow and leak were performed on the returned used sample. All test results were within specifications.

Event description:
On (B)(4) 2013, the patient reported that his infusion set was leaking. He noticed the leak when he noticed his shirt was wet. He stated the leak was coming from where the cannula connects to the headset of the infusion set. The patient changed the infusion set and had no further problems. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.